Event description:
It was reported that the patient was unstable and surgeon revised insert.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding instability after the patient fell during rehabilitation involving a triathlon insert was reported. The event was confirmed. Medical records received and evaluation: insufficient records were returned for evaluation; however, review of the revision operative report stated, ¿patient pounding was in the rehabilitation facility when she sustained a fall. This fall has resulted in a catastrophic failure of the knee. Specifically the patient is noted to have a probable quadriceps tendon tear and in addition to the quadriceps tear is also noted to have a probable avulsion of the medial collateral¿s.¿ device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. Conclusions: the investigation concluded the patient experienced instability after a fall as documented in the revision operative report.

Event description:
It was reported that the patient was unstable and surgeon revised insert.